Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) had broken pixels in bottom part of screen. The issue is to be rectified at a later date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) underwent preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.